Event description:
The medication (demerol) was ordered with the infusion rate of 20mg (milligrams) per 10 mins not to exceed 65mg per hour. The concentration of the demerol was 10mg per 1ml (millimeter) provided in a 50ml syringe. The total amount infused was 49ml. This amount was suspected to be a faster infusion rate than what was programmed. The syringe was empty and alarming when the problem was discovered. The error was detected as a result of routine monitoring of the pt and the device. This event occurred between 1:37 am to 4:00 am. This time frame represents the interval between nursing's routine verification of the pump settings. The infusion pump was checked and found to be set at 9.9ml per 4 mins not to exceed 30ml per hour for pca delivery only. The pump was set to milligrams and somehow got changed to milliliters. It is not known if the pump settings found at the time of evaluation had been used for a previous pt. The pump was sent to the facility's biomedical engineering dept when it was found programmed to deliver milliliters instead of milligrams. The number of milliliters was the last entry on the pump display. Nursing wanted biomedical engineering to determine if the pump defaults to millimeters, or if the change was actually keyed in by a user. The biomedical engineering testing did not reveal any changes to the pump, except when a button was pushed to key in the change. The site reporter states there are some concerns that the pt observed the code being entered and possibly tampered with the rate. The biomedical engineering dept found no other deficiencies with the pump. The device was sent to the MFR to determine if the pump may have reverted to a previous setting. Between usage the device is turned off and the batteries are charged. It is unknown if the previous pump settings were cleared at that time. The MFR was checking the history of the changes made within the pump, what changes were actually made, and when the changes were made. These results are pending. The MFR found no other problems with the pump itself. The MFR has been asked for assistance to prevent further device malfunctions. The pt received too much medication, however, there was no negative outcome to the pt. This is the first occurrence with this device at this facility. There were no unusual circumstances or activities surrounding the use of this device. The staff who use this device generally feel positively about it; however, concerns have been shared regarding the lack of proper storage for the battery charger.